Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was an unusual noise when stapling and complete locking on the next stapling. Another handle was used to complete the procedure.